Event description:
It was reported the videoscope exhibited the distal end coating peeled off. The event occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
E1 establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's investigation. The following fields were updated: d8, h2, h3, h4, and h6. The device was returned to olympus for inspection and the reported event was confirmed. Based on the results of the investigation, a definitive root cause cannot be identified. Additionally, the adhesive on the bending section cover detached. Reasonably known information suggests probable causes such as damage of parts due to deterioration/ deformation/ some kind of physical stress, without any design or manufacturing issue. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Date of event is unknown. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.